Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device shutting off on its own after about two weeks the device began turning off by itself with no mask or tubing attached. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the pcba burn and pressure fail, device with scratches. The customer complaint was reproduced. There was two error has been identified. The device was scrapped.